Event description:
Lf customer support faxed qp15 indicating: customer placed service call into dispatch stating patient was injected with air in 2006. Patient in ICU. But, patient does have a lot of illnesses including cancer. Customer not sure if this was due to illness or injection of air. 09/2005: customer states: patient having CT scan of chest with contrast. Lf ct9000 injector loaded with optiray 240, 125ml prefilled syringe. Injection protocol was set at 2cc/sec for 125ml. IV access with blue angiocath (unsure of size) via right ac. IV access device connected to contrast media syringe with coiled tubing. Patient was being injected when patient heard a "pop". Customer checked IV line and everything was ok, but there was contrast all over the floor. On the images, the patient scan was noted to have an air embolus. Volume was not reported, but there was contrast flow, then some air, then more contrast flow on the scan images. Patient was admitted to ICU for observation. In 09/2006: customer reports that patient is male, doing fine. No further adverse event.

Manufacturer narrative:
The performance evaluation is used to verify performance of the injector's to manufacturing specifications after an installation and for preventative maintenance tests. The procedure followed by the fse in performing the evaluation of the injector is documented in the ct9000/ct9000adv injector service manual, p/n 800961, section 6. These performance tests are: flow rate checks: each type of syringe is used to determine the correct flow rate at ml/second and volume at a specified pressure limit, verify the system queries are functioning in regards to checking for air, duration of injection under specified protocol, check that achieved values for the protocols are accurate within tolerances, pressure limit checks are performed to assure injections will not exceed the set pressure limit, visual inspection of the pressure sleeve for deterioration. The test equipment used in the evaluation includes calibrated pressure calibration fixture with gauge, digital voltmeter, and various syringes. The fse evaluations verified that the injector was operating within the specified tolerances and that all safety warning messages were verified and operational.